Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Analysis found high current drain due to a contaminated component.

Event description:
This report is to advise of an event observed during analysis.